Event description:
A pt experienced withdrawal prior to a pump refill. It was noted that the scheduled pump refill was missed on (B)(6)2010, and the medication in the pump was below the recommended volume to maintain adequate infusion. No specific withdrawal symptoms were reported, but the pt was noted to be in fair condition. In regards to the pt's history, it was indicated that in (B)(6) 2009, the pt had received incorrect medication from a supplier. In addition, an illegal substance was noted to have been found in the pt's urine prior to (B)(6)2010. On (B)(6)2010, it was reported that the pump had ran dry or had been stopped for a period of 10 days. The pt was noted as having been dismissed form his primary healthcare provider (hcp), and was currently trying to find another hcp to refill his pump. On (B)(6)2010, it was further reported that the pt was treated for his withdrawal symptoms during an inpatient stay in a hospital. The pt's pump was interrogated. It was also noted that the pt's pump was replaced several months ago. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)